Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A patient's peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis on (B)(6) 2016. The patient was not hospitalized. The patient was prescribed and treated with vancomycin 2gms. The pdrn stated the patient was not following aseptic technique. The patient is new to peritoneal dialysis treatments and was reconnecting to the same lines and did not tighten the staysafe connection enough and caused a leak. The patient performed the treatment while the connection leaked. The patient is continuing performing peritoneal dialysis treatments.